Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an affiliate in (B)(4), during a transfemoral tavr procedure, a 23 mm sapien 3 valve was rinsed and detached from the holder. A ¿sting-like¿ substance was observed to be sticking to backside of a leaflet. The physician judged that the valve was not able to use for the patient. A new valve was opened and implanted.

Manufacturer narrative:
The valve was received unused, unattached to holder, and uncrimped within its original jar. Visual inspection of the returned valve confirmed the complaint reported. The particulate was observed on the inflow of one cusp, cp2. The particulate was brown and thick, and positioned on the lower portion of the cusp, near the ethibond stitch (green suture). Outflow and inflow were reviewed, and particulate was not observed anywhere else on the valve. The returned valve was also inspected for any other assembly abnormalities, however, no damage or irregularities were observed. In addition, a photograph provided from the field was reviewed by engineering and the image details a small black/brown particulate on one cusp. Fourier transform infrared (ftir) spectroscopy material analysis was performed on the isolated material collected from the returned valve. The results indicated that the brown particulate sample showed similar material absorption characteristics to cellulose/lignin. A device history review (DHR) was performed and did not reveal any manufacturing issues related to particulate. No instructions for use (IFU) or training deficiencies were identified. A lot history review did not reveal any other complaints related to ¿valve¿ particulate, contamination¿ for the subassembly and packaging assembly work orders. A review of complaint history reveals that the occurrence rate did not exceed the may 2018 control limits for trend category ¿valve ¿ particulate, contamination¿. The ftir material analysis report identified the brown particulate sample as cellulose/lignin. A components material walkthrough of the sapien 3 process was performed in order to determine if the brown particulate found on the returned device could have originated at edwards. The walkthrough revealed that no items used in the manufacturing process are comprised of lignin, however there are two items comprised of cellulose. Both items (texwipe and scrubs) can be eliminated as potential sources of the particulate found on the returned device due to the physical characteristics not matching that of the reported event. There are several visual inspection points during the manufacturing process that act as mitigation to prevent particulates from being on the valves. There is evidence to support the unlikelihood that the manufacturing line is the source of the observed particulate. The complaint for ¿valve¿particulate, contamination¿ was confirmed based on visual inspection of returned device. The spectroscopy results confirmed the brown particulate as cellulose/lignin. A manufacturing process walkthrough revealed there are no lignin items used in the manufacturing process, however there are two sources of cellulose. Both cellulose based materials used in the process can be eliminated as neither one matched the color nor physical characteristics of the brown particulate on the reported event. Additionally, there are several visual inspection points during the manufacturing process that act as mitigation to prevent particulates from being on the valves. There is evidence to support the unlikelihood that the manufacturing line is the source of the observed particulate. As reported, the particulate was observed on the valve after rinsing and post holder detachment. So it is possible that the particulate may have been introduced during this time. However, a definitive root cause cannot be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for ¿valve¿particulate, contamination¿ was confirmed for the returned device, however no manufacturing non-conformities were found in the returned sample. Chemistry analysis identified the brown particulate as cellulose/lignin. A manufacturing process walkthrough revealed no lignin materials and two cellulose sources. The two cellulose sources from the manufacturing process do not match with the particulate observed on the returned sample, thus the source of contamination is unlikely coming from manufacturing process. No labeling or IFU inadequacies were identified. Review of the DHR and lot history did not reveal any non-conformance for related issues of particulate contamination. Additionally, review of the complaint history revealed that the occurrence rate does not exceed control limits for may 2018, therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.